Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were harder to press. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the reservoir had leak on 2nd past o ring. The customer was assisted with troubleshooting. The customer was reported that the reservoir compartment was exposed to moisture and insulin pump had diminished battery life. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned and reservoir will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm were noted. However corroded battery cap contact noted. Device was inspected and no moisture was noted.